Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had turned their stimulation off for a cardiac ablation (not alleged to be related to the device/therapy,) on (B)(6) 2020, and after the procedure they felt a shocking in their leg that felt like the stimulation was turned up high and got worse when the nurse touched it but noted that after an hour or so it had stopped. The patient stated that then, when they had tried to turn the stimulation on after the procedure they had noticed the warning por (power on reset) message. Patient services redirected the patient to their health care professional (hcp) to clear the por and discuss the sensation. No further complications were reported at this time.